Manufacturer narrative:
Analysis of the returned ins (serial (B)(4)) found that the ins had reached normal end of life. Visual inspection of the ins did not reveal any significant anomalies. Initial examination confirmed a no output and no telemetry condition. Analysis determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable (ins). It was reported that the ins was suspected of producing abdomen contraction. The patient had undergone multiple procedures, left leg amputation heart surgery, and was at the intensive care unit (ICU) for the last three weeks prior to (B)(6) 2018. These abdomen contractions had been first noticed three weeks ago and in the last three days had aggravated. The only conclusion that the physicians came up with was that the ins was causing this. The patient being in the ICU was noted as an environmental/external/patient factors that may have led or contributed to the issue. It was also noted that the patient had multiple operations where a monopolar blade could have been used. The patient had been implanted in 2005 and was last seen by a physician for the ins in 2008. Multiple tries at telemetry were attempted with no success. A magnet was used to fully stop the ins, but that didn't stop the contractions. From these troubleshooting efforts it would seem that the ins was completely depleted. It was noted that the patient had no remote. The physicians decided to explant the ins. The issue was resolved as of (B)(6) 2018 and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the manufacturer representative. It was reported that the abdomen contraction was not the reason the patient was in the ICU. The patient had open heart surgery, an aortic valve replacement. The procedures, heart surgery, and leg amputation were no related to the ins or abdomen contraction. There was no damage to the system or other potential causes noticed when the ins was explanted, and the contraction had stopped prior to the explant. It was noted that this information was confirmed with the healthcare professional.